Manufacturer narrative:
One cadd solis vip pump was received with a scratched lens. The event history log was reviewed and there was a "system fault 46822" error. The software application was also checked. The reported issue was able to be duplicated. Error 46822 was confirmed by software application and the event log. The error is due to software timing issues. It was recommended that the mu be flashed and the software be reloaded to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip had an error code 46822. There was no patient involvement.